Event description:
It was reported that an ilet bionic pancreas user experienced intermittent communication failure between the ilet and a dexcom g7 continuous glucose monitor (cgm) sensor, resulting in signal loss to the ilet while the dexcom app continued to display readings; and the agent guided a sensor toggle and reconnection, after which readings resumed on the ilet. No clinical signs, symptoms, or conditions were reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the ilet and the dexcom g7, characterized as intermittent communication failure associated with the device¿s electrical and magnetic components, including the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.